Manufacturer narrative:
"Panel connection lost" alarm indicates that a problem has occurred with the communication between the monitor and the ventilator unit. The possible root causes for this issue are cable connection between the monitor and the ventilator or esm board. Service engineer checked both of them on site and found that esm board needed to be replaced. Esm board was replaced, the software maintenance was performed. The device is working again and back in operation.

Event description:
Hamilton medical ag received the following incident description: during maintenance, when switching the device on and off, the error message panel connection failed appeared.

Event description:
Hamilton medical ag received the following incident description: during maintenance, when switching the device on and off, the error message panel connection failed appeared.

Manufacturer narrative:
"Panel connection lost" alarm indicates that a problem has occurred with the communication between the monitor and the ventilator unit. The possible root causes for this issue are cable connection between the monitor and the ventilator or esm board. Service engineer checked both of them on site and found that esm board needed to be replaced. Esm board was replaced, the software maintenance was performed. The device is working again and back in operation. Hamilton medical ag complaint number: (B)(4). Follow-up x - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.